Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio-control determined that the cause of the reported issue was an electrically open integrated circuit (ic) chip, designator u1, on the analog pcb assembly.  Physio observed that the therapy harness had one ferrite bead which had laid on top of ic chip u1, causing leg 1 of u1 to lift and break free of the pcb creating only intermittent contact to the pcb. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench on the readiness display.  Additionally, there was no ok on the readiness display.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a malfunction which could prevent the device from charging and shocking correctly, or not shocking at all.